Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3888-33, lot# j0455224v, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported the patient¿s battery was replaced every year because they used it all the time but was told the battery would last 5 years.